Manufacturer narrative:
E1 - initial reporter phone. (Ext) # (B)(6). Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the pump exhibited error code 46011. There was no patient involvement, no patient injury was reported.

Manufacturer narrative:
One device was received for evaluation. Visual and functional testing was able to confirm the reported problem. It was determined that the main board was the root cause and was replaced. The device then passed all functional tests. The service history review had no indication that the complaint was related to a service of the device within the review period.